Event description:
The manufacturer received information alleging a "ventilator service required" alarm occurred while a trilogy o2 ventilator, japan was in patient use. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the customer's complaint was confirmed. A "service required" err_obm_accy_urgent_service error code was found in the ventilator's downloaded event log. The device's oxygen blender circuit board containing the oxygen sensor is required to address the issue. Upon testing the device failed positive and negative flow verification and the sensor board was replaced. In addition, the device failed hw power and the system board and power management board were replaced to address the issue. Additionally, the device's lcd was replaced due to the brightness of the lcd display had decreased and the displayed characters were difficult to read even at the maximum brightness setting. Because the keypad backlight brightness had decreased, the front panel/keypad led pca was replaced. Software version was checked (ver.14.1.03) an estimate was submitted based on the above findings; however, the unit was returned without repair at the customer¿s request. The service life of the unit expired in july 2020.